Manufacturer narrative:
Findings: unit was monitored. Unit communicated properly with glucose sensor simulator test. No anomalies noted during testing. Unit passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Intermittent button response noted during testing due to flattened dome switch on the esc and act buttons. Unit received with cracked reservoir tube lip. Lcd connector was inspected and no anomaly was noted.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 168 mg/dl at the time of the call. The customer stated that the buttons were hard to press. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.